Manufacturer narrative:
The tech adjusted the brake casters and replaced the brake steer pedals to resolve the issue.

Event description:
The account alleged the brake caster would swivel while in brake mode. No injury reported.